Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address elevated labs, metal-on-metal sensitivity, and pain. Update 3/6/2013- litigation papers received. It is alleged that the patient suffers from pain and suffering,swelling, bursitis, lack of mobility, and/or metallosis, and nerve damage. There is no new additional information that would affect the investigation. Update ad 28 feb 2019: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges loosening of stem and metal wear.